Event description:
Procedure: laparoscopic nissen. According to the reporter: the device locked closed while the needle was being passed through tissue and would not toggle. There was no pt injury. The surgeon was able to free the device from the tissue.

Manufacturer narrative:
(B)(4).